Event description:
Physician recapped needle after noticing it was bent, resulting in needle stick injury. No further information was provided

Manufacturer narrative:
Investigation results on retained samples. Device not returned to manufacturer.